Manufacturer narrative:
(B)(4). Eval, results: (death).

Event description:
Two endeavor sprint rx drug-eluting stents were implanted during the index procedure, one in the prox lcx (MFR#2953200-2011-00019) and one in the prox lad. Post-procedure, residual stenosis was 0% with timi 3 flow in both lesions. Pt was discharged the day after the index procedure. It is reported that approx 3 days after the index procedure, the pt awoke with chest pain and had a sudden cardiac death. An autopsy was carried out and it was determined that the cause of death was cardiac arrhythmia due to ischemic heart disease as evidenced by severe atherosclerotic narrowing of the coronary arteries, coronary artery calcification and enlargement of the heart. In the investigators opinion, the event was severe in intensity, probably related to the device and procedure and possibly related to the drug.